Event description:
It was reported that during the procedure in the internal/common carotid artery, an emboshield nav6 delivery catheter was advanced but could not cross to the target site due to a 90 degree bend. The device was withdrawn from the anatomy and the procedure was continued without embolic protection. A 6x8x30 rx acculink stent, 10x40 rx acculink stent, and a 10x60 non-abbott peripheral stent were deployed. After deployment of the stents and during post-dilatation, the patient exhibited neurological symptoms of slurred speech and hemispheric paralysis. Magnetic resonance imaging (MRI), computed tomography (CT), and electroencephalography (eeg) were performed and stroke was diagnosed. The patient remains hospitalized and is being treated with medication. The physician indicated patient outlook is grim. Reportedly, the patient has a history of stroke. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 10x40 rx acculink; 10x60 medtronic complete . There was no reported product deficiency. The reported patient effect of cerebrovascular accident is a known observed and potential adverse event as listed in the rx acculink carotid stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.